Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary it was caused due to the connector plug worn out. In addition, we confirmed that the air/water nozzle clog, the air/water channel buckle, and the ccd module disconnection; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
The electrical connecting pins on the lg-plug are leaky. There was no report of patient harm. The time of event is unknown.